Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they were feeling stimulation in their left back and leg. They have never felt stimulation in the groin, but stated the stimulation has been too strong the last couple of days. Agent did not ask about the circumstances that led to the reported issue. On the call, the patient changed from program 6 to program 1 and then 2. They said stimulation felt better on program 2, but it was stimulating near the implant site, not the pelvic floor. They continued to change programs until stimulation was felt in the groin. The patient was happy with the changes made on the call. No further complications were reported.